Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) on the presenting and stored atrial tachy response (atr) episodes. This patient experienced bradycardia and syncope. Technical services (ts) recommended in person evaluation. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).